Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Because the possibility of dried patient mucosa was reported, omsc presumed the cause as below. User¿s reprocessing method differed from IFU recommendation. The facility staff was less trained on reprocessing and/or device handling according to IFU.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the nozzle was clogged by some impurities, which was suspected to be the dried mucus from the patient.there was no report of patient injury associated with the event.